Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The reported complaint that the cmems device had a frayed power extension cable was confirmed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was consistent with a frayed power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The unit had exposed wire at the back and sparked when an attempt was made to power it on. The unit was unplugged, and a replacement was ordered.